Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient was experiencing uncomfortable stimulation. The patient reported that they were in a motor vehicle accident yesterday afternoon. The patient noted that at about 10 the night before report they were standing and it sent a shock down the inner part of their left thigh. The patient noted that it was momentary and felt like they had turned the machine up. The patient was currently in the hospital and a healthcare professional (hcp) wanted to check it out before they let the patient leave. The patient stated that after the jolt their whole private area was thumping. The patient turned the device off and the thumping went away, the patient noted that they had never had to turn it off before. The patient confirmed that therapy was off and was to follow up with a hcp. No further complications were reported or were expected.